Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturing representative had not met with the patient, but they would be meeting with the patient in november.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the manufacturing representative saw an elective replacement indicator (eri) message. It was noted the patient had the implantable neurostimulator (ins) implanted in (B)(6) 2013. The reporter stated the patient had this stimulation parameter for the past two years. The reporter further stated the patient had their original ins implanted in 2004, their ins replacement in (B)(6) 2009, and their last ins replacement in (B)(6) 2013. It was noted the manufacturing representative stated it seemed a little odd to get eri so soon. Additional information received reported the ins battery life was 2.63v. It was noted that impedance of contacts four and six on the left lead was 5489 ohms. It was further noted the impedance of contact four and seven on the left lead was 6449 ohms. It was noted the impedance of contacts case and four on the left lead was 4808 ohms. It was further noted the impedance of contact four and five on the left lead was 4277 ohms. It was noted the group impedances for the left lead was 1104 ohms and 883 ohms for the right lead. Additional information was requested, but was not available as of the date of this report.